Event description:
It was reported that the patient was having difficulty communicating with the pump using the ptm (personal therapy manager); the patient had to ¿practically stick it up under my stomach to get it to read¿. The patient went in for a pump refill "not too terribly long after implant" and the nurse couldn¿t find the refill port. The nurse stated that the pump was flipped and manually flipped it back over. Following that the patient needed more and more oral medication. At the next refill, she got back 19ml of medication. The pump was eventually replaced; there were a lot of delays getting the surgery scheduled. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n245980, implanted: (B)(6) 2010, product type: accessory. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer. (B)(4).